Manufacturer narrative:
Unique identifier (UDI) # (B)(4). Both performa meters and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Test strip retention samples passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
Questionable glucose results were alleged on an accu-chek performa professional meter, serial number (B)(4). At 7:00am the meter result was 169 mg/dl on a different performa meter (serial number not provided). At 7:02am the meter result was 256 mg/dl. At 7:03am the meter result was 184 mg/dl. At 7:04am the meter result was 144 mg/dl. The result of 144 mg/dl was believed to be correct.